Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom "battery pin connector," which was observed during physical inspection and considered confirmed. During evaluation, both negative battery pins were found depressed, which did not allow for dc operation. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a damaged "battery pin connector." It was also reported there was no patient involvement.